Manufacturer narrative:
The dentist refused to provide the patient's age, weight, ethnicity, and race.

Event description:
On (B)(6) 2021, nakanishi received an email from a distributor ((B)(4)) about an nsk handpiece overheating. Details are as follows. The event occurred around (B)(6) 2021. (The exact date is unknown.) The dentist was performing a dental procedure on a patient using the forza f5 handpiece (serial no. (B)(4)). During the procedure, the device suddenly overheated and then locked up. The patient got a blister on their left lower lip.

Manufacturer narrative:
Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device [report no. (B)(4)]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject forza f5 device [serial no. (B)(6)]. There were no problems observed during manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. B) nakanishi connected the handpiece to the motor and tried to rotate the motor. However, the handpiece was locked and the motor did not rotate at all. Therefore, nakanishi was not able to conduct temperature testing of the device. Identification of the specific failure mode(s) and/or mechanism(s) of the associated device components was conducted as follows: a) nakanishi disassembled the handpiece and performed a visual inspection of the internal parts. Nakanishi observed the following: - the bearing retainer in the ball bearing on the rear side of the cartridge was broken. - the internal parts were soiled, discolored, and abraded. - there was evidence of contact between the headcap and the cartridge during rotation. B) nakanishi took photographs of all the disassembled parts and kept them in investigation report no. (B)(4). Conclusions reached based on the investigation and analysis results: a) nakanishi could not replicate the temperature increase from the event, but based on the findings in the visual inspection, as well as many years of experience, nakanishi identified that the cause of the handpiece overheating was abnormal resistance during rotation due to the broken bearing retainer, which was caused by the ingress of undesirable materials into the bearing, leading to abrasion. B) a lack of maintenance caused the accumulation of debris on the internal parts, which caused debris ingress into the bearing during rotation. This contributed to the handpiece overheating. C) in order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: c.1) nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. C.2) nakanishi reported the above evaluation results to brasseler USA and directed brasseler USA to remind the user of the importance of maintenance, as instructed in the operation manual.